Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 275 g/m.

Event description:
It was reported that a patient underwent a bare joint band release procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when sewing in the surgery of bare joint band release. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.